Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked keypad connector. The unit was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test,prime/compromised force sensor system test, off no power test and excessive no delivery test due to no button response. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unspecified failure. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.